Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-apr-2016, an fse visited the customer facilities, cleaned, and lubricated the x-3, x-1 and x-2 rack pusher tracks. Also he checked the instrument operation, performed a rack rotation test three times with no rack errors. The customer ran controls. No rack errors were observed. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a biding x3 track.

Event description:
On (B)(6) 2016, a customer reported x-3 loader error and intermittent x-1 stops errors with their aia-2000 analyzer. The customer was unable to run troponin, and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of troponin, and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.